Event description:
The patient underwent liver transplant surgery. The suture was used to perform the vascular anastomosis between the hepatic artery of the recipient and the celiac axis of the donor. The skin was closed with staples. It is reportd that 24 hours post op, the patient developed hypotension and a drop in hematocrit. The patient was returned to the or to evacuate a hematoma and repair the suture line. The patient is currently doing well.